Event description:
The pt had a right total knee arthroplasty on (B)(6) 2009. It is asserted that he experienced unrelieved pain since surgery. On (B)(6) 2011, the pt underwent a revision right total knee replacement. For aseptic loosening of the right total knee, the operative report identified the patella to be loose.